Event description:
It was reported that there was an infection at the ipg site discovered during an ipg revision. The ipg was explanted. Further follow-up indicates, culture results were negative. Patient was prescribed antibiotics. Infection resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.